Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. Event problem and evaluation codes: (B)(4).

Event description:
The customer owned device was previously returned to pentax medical from a customer on 21/aug/2019 and inspection of the unit was performed on 28/aug/2019 where the quality control inspector found the following: distal cap - fixed type failed seal integrity inspection. Insertion tube gauge/dig at stage 1. Bending rubbersevere discoloration. Air/ water socket cylinder o-ring chipped. Primary operation channel resistance. Distal cap/ case cracked. Forward body trim collar cracked. Leak at side body cover. Prism cracked. Wet leak test not performed unit compromised. Failed dry leak test. Umbilical cable bump under pve root brace. Light carrying bundle distal cover glass middle chipped. Side body cover o-ring sticking out. Rubber trim collar nut separate from rubber. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and returned to the customer upon completion. Parts replaced: o-rings and seals. Air/water tube. Deflector operating wire. Deflector staycoil. Lcb distal cover. Objective prism assy operation channel. Adjusting collar. Angle wire. Bending rubber. Segment attaching screw. Distal case/cap. Distal case attaching screw. Insertion flexible tube. Segment assy attaching screw. Fwd body trim collar. Rubber trim collar. Rl pulley assy. Ud pulley assy.